Manufacturer narrative:
Event conclusion cpi's analysis confirmed that the batteries had depleted prematurely. Further analysis isolated the problem a short caused by conductive foreign material within the hybrid.

Event description:
Event description cpi received information that during pre-use testing of this ventak mini implantable cardioverter defibrillator (ICD), the cpi rep noted that the monitoring voltage was low, indicating possible premature depletion. The ICD was not used.